Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose of 496 mg/dl and the pump wasn't delivering insulin. Patient's current bg: 436 mg/dl. Customer reports the following symptoms related to their high bgs: abdominal pain and nausea. Customer treated for high blood glucose values by manual injection, bolus. Customer states: the drive support cap appears normal (slightly indented). Customer declined to perform the hp test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing. Device was programmed with test mini link and the glucose sensor simulator. Device communicated properly with glucose sensor simulator. The sensor feature working properly. No bad sensor or lost sensor alarms noted.